Event description:
(B)(4). Same case as 2134265-2009-05301 and 2134265-2009-05399. The patient was enrolled in (B)(6) 2008. A type ii lesion was identified in the left carotid artery. The reference vessel diameter was 5mm and the lesion length was 5mm with 85% stenosis measured by nascet. Thrombus, ulceration, dissection and pseudo aneurysm was not present. The target vessel was none tortuous with 1+calcium present. A 7mm/30mm carotid wallstent monorail stent was used. A filterwire ex cerebral protection device was used during the procedure. Pta was performed using a maverick balloon dilatation catheter. Heart rhythm stimulant and atropine 0.5 ui was administered during the procedure. Patient experienced a minor stroke during the procedure; event resolved with no residual effects. The procedure was documented as successful. Residual stenosis 0 - 29%. Post-procedure stent was patent with 0% residual stenosis. Patient was asymptomatic with no complications <24 hours post procedure. 0% residual stenosis. One month follow up examination in (B)(6) 2008 documented carotid stent patent with 0% residual stenosis. Patient was asymptomatic with no complications since last visit. Follow up assessment for 6 month 12 was not provided. No additional information provided.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could net be performed. The most probable root cause is considered anticipated procedural complication, as complaint is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product unavailable for analysis.